Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2014 brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that pt lost their external equipment and have not charged the implant. Rep did not know when pt last charged. Rep reported pt indicated their device had been in overdischarge at least twice, possibly 3 times. Rep reported pt had a fall unrelated to the device or therapy. Since the fall, the physician did not know the integrity of the lead. Hcp has recommended pt to have a replacement ins and test the leads in the or for integrity.

Event description:
Additional information was received from the rep. Rep reports the patient (pt) is going through the process for ins replacement, right now the pt is getting surgical consult with a surgeon. Rep reports the patient's ins is unable to be interrogated, not overdischarged, and the pt is unable to charge. Rep reports the pt is meeting a surgeon to discuss battery replacement and planning to interrogate battery in case to explore if leads are ok. Rep reports this issue is in the process of being resolved and the device is still implanted with plan to replace the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they are still awaiting surgery. It is in the authorization phase. No information was provided regarding the lead integrity issue. The rep stated that the patient does not have the equipment to attempt physician recharge mode, hence why they are unable to charge. The cause of the overdischarged battery and lead integrity issue was unknown. When asked if the issue has been resolved, it is in progress.